Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly is available for analysis and was requested to be returned for investigation. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault, low peak inspiratory pressure, low minute ventilation, and high rate alarms. The customer reported the circuit pressure and exhalation pressure transducers fail calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated transducer pt801 failed. This issue will be internally investigated within vyaire.